Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this.

Event description:
It was reported that there was a split in the tracheostomy tube by the flange. There were no patient harm or adverse events reported as a result of the event. The event occurred at the patient's home and was handled by the patient's parents.